Event description:
Caller tested 3.1 inr on the coaguchek xs system while a comparison lab returned as 4.52 inr. The caller was treated with 5 drops of konakion based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).